Event description:
Pharmaciset reported an over infusion with a 6060 device. Pump was on intermittent therapy -6 does over 48 hr. Bag infused over 11.5 to 12 hrs when the bag was empty. IV tubing was 2m9856. Doctor delayed therapy for 24 hours. No adverse reaction.